Manufacturer narrative:
Continuation of d10: product ID 8780, lot# 0214423017, implanted: (B)(6) 2018, explanted: (B)(6) 2024, product type: catheter. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a foreign healthcare provider (hcp) via a company representative (rep) indicated the original catheter was implanted on (B)(6) 2018 when the patient had his first intrathecal pump implanted. The tissue ingrowth was identified during a pump replacement due to the elective replacement indicator (eri). The issue was found at pump replacement when the old catheter could not be connected securely to the new pump.

Manufacturer narrative:
Continuation of d10: product ID 8780 lot# 0214423017 serial# implanted: explanted: (B)(6) 2024 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) , ubd: 03-oct-2019, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a foreign healthcare provider (hcp) via a company representative (rep) regarding a patient receiving baclofen. It was reported that it was suspected a tissue ingrowth was at the connector to the pump. It was noticed that the connector for the pump had tissue growth and wasn't re-attachable to the new pump. So, the pump segment was replaced with a new pump segment. It was unknown if there were any environmental/external/patient factors that may have led or contributed to the issue. A new pump segment was used. The issue was resolved at time of report. The patient's age, weight, gender, and medical history was asked, but unknown. The patient's status at time of report was alive - no injury.